Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this pt underwent treatment of a 5.8 cm abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported a proximal type I endoleak due to neck angulation was identified during the procedure, so an aortic extender component was implanted for proximal extension. The pt tolerated the procedure. On (B)(6) 2009, f/u imaging identified a proximal type I endoleak with aneurysm enlargement (amount unk). On (B)(6) 2009, an intervention was performed to treat the endoleak. The pt's aorta was reportedly thin and friable. It was reported that multiple attempts at angioplasty were made to resolve the endoleak, but the endoleak persisted. The pt became hypotensive, and it was reportedly determined that the pt's aorta had ruptured. After attempts at implanting an interposition graft between the transected aorta and the gore excluder devices, the pt was converted to open repair and the devices were explanted. The pt tolerated the procedure. It was reported the pt lost 10,000 cc's of blood during the procedure. Post-operatively, it was reported the pt was coagulopathic. It was reported the pt's family elected to withdraw care, and the pt expired on (B)(6) 2009. The cause of death was reported to be hemorrhage. An autopsy was not performed.